Event description:
Pt had a distal oncology system implanted on 7/24/92. Pt was moderately active & weighted 200 lbs at that time. At the time the 11mm stem fractured, he weighted closer to 260 lbs. The prosthesis functioned properly for two years & 7 months. On 3/13/95 dr. Revised the broken stem to a 15mm stem. The revision went well & the pt is doing fine.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.